Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 219 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that a catheter revision was done last night ((B)(6) 2018) because during an ortho spine case the spinal piece of the catheter was pulled out of the intrathecal space. The doctor came in and replaced the spinal piece of the catheter and connected it to the existing piece of the catheter. The doctor then primed the spinal piece that was replaced. There were no medical symptoms reported related to the event. No further complications were reported/anticipated.